Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks for what appeared to be a 1:1 a:v tachycardia that was categorized as ventricular tachycardia. There was an intermittent undersensing and oversensing of right ventricular (rv) lead, episodes of t-wave oversensing detected by the device. The device was reprogrammed and the patient's medications was adjusted. The device and lead remain in use. No further patient complications have been reported as a result of this event.